Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer received a compromised forced sensor alarm during priming and was not able to exit the rewind loop. It was reported that insulin pump was not dropped or bumped. Caller states that drive support cap was protruded. Customer's blood glucose was 350 mg/dl and was treated with manual injection. After troubleshooting, customer was advised that insulin pump would need to be replaced.